Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The device is used for treatment. Medical records were provided and reviewed by a healthcare professional. A review of the available records identified that an initial left tha was performed where two 6.5mm screws were placed for fixation of a cage. One screw emerged past the cage and thus was removed and replaced with a competitor's screw that slipped through the cage as well and remained implanted. Radiographs were provided and reviewed by a healthcare professional. A review of the available records identified a left total hip arthroplasty with acetabular reconstruction. The most lateral screw along the superior acetabular component may have slipped through the hole, but a detailed evaluation is difficult from the available images. This is likely of no clinical significance and is most likely related to the 8mm competitor's screw that slipped through the hole and remains implanted. The root cause of the reported issue is attributed to user error, as the screw and cage used together are not compatible. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: catalog# 418.070 lot unk sponiosa screw; catalog# 418.075 lot unk sponiosa screw; catalog# 418.050 lot unk sponiosa screw; unknown bone cement: catalog#unknown, lot#unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Bone scr 6.5x70 self tap; item#00-6250-065-70; lot#63486224. Bone scr 6.5x70 self tap; item#00-6250-065-70; lot#63486223. Durasul, low profile cup, cemented, 56/36; item#0595001054; lot#3076489. Cocr head, l, 36/+4, taper 12/14; item#0101012367; lot#3043232. Fitmore, hip stem, uncemented, offset b (extended)/8, taper 12/14; item#0100551308; lot# 3142451. Germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a surgical procedure, a bone screw was placed incorrectly, passing through the hole in the implant and becoming stuck behind it. The screw could not be removed because the implant had already been placed and isoflat head screws of the cup cage ring were used. The implants were left in the patient's body as the screw could not be removed. An attempt to remove the screw was made, but it was unsuccessful and caused a delay of approximately 120 minutes. Due diligence is in progress for this complaint; to date no additional information or product has been received.